Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's usb cable was damaged and frayed. The customer's blood glucose level ranged from 120 to 150 mg/dl. A replacement cable was sent to the customer to address the issue.